Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised a fractured stem from a gmrs distal femur on patient's right side.

Manufacturer narrative:
An event regarding fracture involving an mrs stem was reported. The event was confirmed. Method & results: -device evaluation and results: from the photograph the stem appears to be fractured. Dimensional & functional inspection were not performed as the product was not returned. -medical records received and evaluation: clinician review of this case indicated that: reportedly, these components were implanted 10-years earlier after segmental resection of an osteosarcoma at age then (B)(6)-years of this female patient. X-rays confirm the event of stem fracture. There is one x-ray that details the area of fracture plus the fact of bone resorption around the distal femoral stump causing gradual loss of bone support. This caused an overload condition around the distal section of the femoral intramedullary stem. The cause of this is unclear as there is no further clinical or earlier imaging information. Quite likely, the long term implantation of 10-years has contributed to slow bone remodeling away from the anchorage section but whether this is the only factor remains uncertain due to lack of earlier information or better quality of current x-rays. This would be a patient-related factor as root cause, but as such more suspected from the usual clinical perspective than based upon current evidence. No suspicion for device related factors playing a role. Overload conditions after long term implantation of such large segmental replacement devices are often unavoidable with current state of technology and unavoidable bone remodeling adversely altering the implantation condition of the bone around the devices. -device history review: indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: the investigation concluded that overload conditions after long term implantation of such large segmental replacement devices are often unavoidable with current state of technology and unavoidable bone remodeling adversely altering the implantation condition of the bone around the devices. However, the exact cause of the event could not be determined because the devices were not returned. Further information such as device return, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised a fractured stem from a gmrs distal femur on patient's right side.